Manufacturer narrative:
The hvad pump and driveline cable (hw4421) were not returned as they are components of the implanted hvad system; however, the device was evaluated in the field by a manufacturer's representative who observed contaminants within the driveline cable connector. The controller (con092357) was returned to manufacturer for analysis and testing. Review of the controller log files confirmed multiple electrical fault alarms due to a phase-open fault conditions. The event log also shows multiple attempts to reactivate the faulted stator; however attempts were not completely successful. The pump was operating and providing support on a single stator during this time. Visual inspection of the controller's driveline connector port confirmed contaminants within the connector port. During functional testing the controller powered up normally; however, it was not able to reliably start the pump test motor. The root cause for the reported event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate the presence of foreign material within the connector. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Controller - con092357/ 1403us- expiration date: 02/28/2014 - device manufacture date: 02/01/2013.

Event description:
The report received indicates that the patient experienced new electrical fault alarms two weeks post implant. The electrical fault alarms were occurring approximately every 1/2 hour to 1 hour and were self-correcting. The driveline and connection were examined, and no areas of concern were noted. The clinical engineering team performed driveline cleaning on (B)(6) 2013. The patient was transferred to ICU for the cleaning procedure, and a heparin bolus was given prior to cleaning. Service report form notes that a pale green substance observed in the pump's driveline connector prior to cleaning. The patient was noted to be asymptomatic during the cleaning; 3 disconnects were performed during cleaning for a period of 30-60 seconds each. The patient was also electively switched to a new controller. No new alarms have been reported since the cleaning. There was no reported patient injury.